Manufacturer narrative:
It was also noted that the distal bearing was worn, color band was missing and the laser markings were faded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the color band was missing and the laser markings were faded. Previous investigation performed under pr#127716 determined that the likely causes are debris in the collet and improper insertion of the tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 137 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of end of bur guard is broken off. It was reported that there was no patient involvement. Repair request escalated to a product event based on reason for return.